Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Review of the device history records identified no deviations or anomalies during manufacturing. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: biomet offset metal punch cat#x31-400058 lot#498070, biomet taper adaptor removal assembly cat# 110005232 lot#448900, biomet m2a cup cat#us157864 lot#147820, biomet liner cat#139264 lot#232620, biomet stem cat#166015 lot#344660. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 03913, 0001825034 - 2019 - 03914.

Event description:
It was reported the patient underwent tha. Subsequently, patient was revised due to discomfort and fear of metallosis approximately 10 years later. The head, insert, and cup were removed and replaced. It was noted the magnum extractor was being used to remove the adapter that was stuck to the implanted stem. While turning the torque wrench, the bottom collar of the extractor broke. The handle that screws into extractor had screw threads that became disfigured. The magnum curved tamp was used so much that it became disfigured as well. It was noted there was a 60 minute delay. Surgery was completed with another device. Attempts have been made and additional information on the reported event is unavailable at this time.